Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient who had bilateral micro-stent implants experienced persistent hypotony in the range of 2-3mmhg ou. The patient developed maculopathy folds os. The md was recommended to fill the anterior chamber with viscoelastic in the os only. The pressure rebounded to the 40s and 50s and he was tapped 6x over the past few days. The reporting surgeon got a call from the emergency room regarding the patient who presented for pain, nausea, vomiting, and was being given IV fluids for dehydration. He was also given mannitol and diamox along with the litany of topical antiglaucomatous therapy. His iop was 45 in the surgeon's office with corneal edema and mild anterior chamber reaction. He burped the paracentesis dropping the iop to 2 and saw him that afternoon to discover an iop of 44 with recurrent edema. There was minimal ac reaction. The gonio revealed an open angle with the stent in good position and appeared patent. The iol and posterior segment were normal. This file is for the right eye only.

Manufacturer narrative:
No sample has been returned for evaluation for the report of persistent hypotony, second surgery performed, pain/nausea/vomiting, edema, and mild anterior chamber reaction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no indication of intraoperative complications that may have contributed to additional significant intraocular pressure (iop) lowering. Also, no information is provided about any condition the patient may have had that would contribute to hypotony maculopathy (patients who are male, younger, and having significant myopia are at greater risk for this event). There is no evidence of device failure. Hypotony maculopathy is a known risk associated with device implantation, which is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).